Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreat) sphincterotomy procedure the knife broke off. According to the reporter, the broken blade did not fall into the patient as it broke proximally. The procedure has been concluded by using another similar olympus device. There was a delay less than 5 minutes ( the time necessary to take off the broken device and insert the new one). No clinically relevant delay. There was no patient harm or injury reported due to the event . No user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device evaluation confirmed the reported device problem. The cutting wire was broken and scorched/melted. The coated portion of the cutting wire was also torn. The outer diameter of the cutting wire was measured, and no abnormalities were noted. The length of the coated portion of the cutting wire, and the cutting wire itself, were also normal. There were no missing parts in the subject device. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. However, it was probable that the issue occurred according to the following mechanism: 1. The device did not protrude far enough from the endoscope to the rear end of the cutting wire (i.e. Was in the field of view). 2. Per (1), the cutting wire and the endoscope were close to one another. 3. The output was activated per (1) and this might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. Due to the electrical discharge, the cutting wire became hot instantly. This may have caused the cutting wire to break. It was inferred from the investigation that the heat generated by the electrical discharge damaged the coated section of the device. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ olympus will continue to monitor field performance for this device.